Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 541 mg/dl. Customer experienced difficulty breathing and treated their high blood glucose via insulin pump. Customer advised they did not see insulin exit during bolus delivery. Customer advised the drive support cap appeared normal. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime and insulin did properly exit the tubing. Customer advised they would call back to perform the high pressure test when they receive the tubing clamp. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.